Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a gastroplasty for morbid obesity procedure, non-locking of the load on the stapler (even when listening to the "click" when placing it in the stapler the load fell inside of the surgical site). No release of clips. Cutting blade locked. Used golden load at the beginning of the procedure. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n56x0p. The analysis results showed that one ecr60g reload was received partially fired 1/3. The cartridge reload partially fired is consistent with an incomplete or interrupted cycle. The returned reload was reset and loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the test device without difficulties and did not fall out during the visual and functional testing. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.